Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 443 mg/dl with blood ketone. Customer had symptoms such as nausea and vomiting. It was unknown whether the customer was using auto mode at the time of reported event. Insulin pump will not be returned for analysis.